Manufacturer narrative:
Other relevant device(s) are: product ID: 200h18, serial/lot #: (B)(4), ubd: 18-jun-2021, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years 3 months post implant of this 14mm pulmonary valved conduit in this pediatric patient, it was explanted and replaced with an 18mm pulmonary valved conduit. It was reported that there was stenosis on the left atrium, essentially subdividing the common pulmonary venous chamber of the left atrium from the mitral below. This 18mm conduit was used ventricle to pulmonary artery. Post surgery and off bypass, the patient had surgical bleeding and became hypotensive which required blood volume administration. Additionally during the repair of the surgical bleeding site, the patient became profoundly hypotensive with the hallmarks of what appeared to be severe pulmonary hypertensive crisis. Ultimately the patient was successfully resuscitated with epinephrine and other medical measures and eventually stabilized. No additional adverse patient effects were reported.